Event description:
On (B)(6), 2023, the lay user/patient¿s pharmacist contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The patient was unable to be reached by phone for additional information. The complaint was classified based on information obtained from the customer care agent (cca) documentation. The reporter stated that on (B)(6), 2023, at 2:30 am, the patient obtained a reading of ¿over 600 mg/dl¿ with the subject meter. The reporter stated that the patient manages their diabetes with insulin (unspecified type/dose) and took an increased dose of insulin in response to the elevated reading. After the alleged issue occurred, the reporter claimed the patient experienced ¿heavy breathing, dizziness and weakness¿ and went to the hospital where they received a result which was ¿very low¿ on the hospital meter (exact result not provided). The doctors reportedly advised that the patient¿s blood glucose was ¿too low¿. However, the reporter indicated that the subject meter continued to show readings of ¿over 600 mg/dl¿. The treatment received at the hospital was not specified. The patient could not be contacted to troubleshoot the issue. This complaint is being reported because the patient reportedly developed signs/symptoms which could be suggestive of a serious injury adverse event after the alleged inaccuracy issue occurred and it is not known what medical treatment was received. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.